Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening post deployment. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. Before removing the lock line the mr was reduced to trace. After the second establishing final arm angle (efaa) test was performed the clip was deployed. However, post deployment it was noted that the clip opened approximately 20-30 degrees. The clip remained stable on the valve and a second clip had to be implanted to further reduce the mr to trace again. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.